Manufacturer narrative:
No button error alarm was noted. The escape button was unresponsive due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 192 mg/dl at the time of the incident. Call was lost while the alarm was being explained to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.